Manufacturer narrative:
The unit was received with operating currents within specification. The unit passed the self test, unexpected restart error test, rewind, unit passed basic occlusion test and displacement test. No motor error alarms noted. However, the unit could not be primed during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit was unable to perform the excessive no delivery test or occlusion test due to prime anomaly. The motor was tested outside the device and passed. The following physical damage was noted: cracked casing at display window corners and battery tube threads, a broken belt clip slot, and minor scratches on the lcd window.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error; the motor error alarm would typically occur during bolus attempts. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump was not exposed to an MRI or high magnetic field. The device was able to rewind as well. However, a no delivery alarm occurred when the customer attempted to prime the tubing. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.